Manufacturer narrative:
Follow-up # 1 (B)(4) - device evaluation: the pump has been returned and was evaluated by product analysis on (B)(4) 2013 with the following findings: the pump history for the complaint on (B)(4) 2011 has been overwritten and is not available for review. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. Insulin delivery totals correctly reflected programmed values. The pump was exercised for 24 hours with no issues.

Manufacturer narrative:
The report is under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. (B)(4) 2010.

Event description:
The reporter claimed that her blood glucose was at "48 mg/dl" with symptom of shaky. Her blood glucose went up again after she administered self treatment. The patient denied taking too much bolus insulin for her carbohydrate intake. During troubleshooting, the patient verified that the bolus history is correct and the time/date was set correctly. This complaint is being reported because the patient has symptom that can be suggestive of hypoglycemia while the patient managed her diabetes with the animas insulin pump.